Manufacturer narrative:
Qc was within established ranges before the event.a field service engineer (fse) went on-site and found bottom luer fitting on reagent syringe 3-way loose from 3-way block, replaced 3-way from customer stock, verified operation with calibration and qc.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding one low glucose (glu) and suppressed bun and cr-s results generated by the unicel dxc 600 pro synchron clinical system. The original glu result run on (B)(6) 2011 was 15mg/dl. Reruns of the same sample yielded 99 and 94mg/dl and were reported. The bun and cr-s for this sample were suppressed for the original run and then obtained results of 27mg/dl and 1.22mg/dl respectively on the rerun. The customer did not report any death, injury or change to patient treatment attributed to or connected with this event.